Manufacturer narrative:
A sample has returned, but the eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during surgery on a traumatized eye, the 23 gauge valved entry sys began to leak. This produced a bss (balanced salt solution) fountain, which could only be reduced by reducing the pressure in the eye. The valve continued to leak during the rest of the surgery. The sys used for this case was not mfg by alcon. Add'l info has been requested.